Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation. Analysis of the sample confirmed the reported failure mode of the tip of the needle breaking off during use. Visual inspection of the complaint sample noted bending within the needle cannula and deformation at the distal end of the cannula. This evidence suggests the needle as exposed to excessive force during the use of the needle. However, this investigation was not able to confirm this failure mode since the actual conditions of the procedure were not known and could not be retrieved by the investigation. Device history record indicated all parts passed quality inspection prior to leaving the facility. A probable root cause for this complaint could not be identified. The investigation noted a potential cause as excessive force during use but was not able to confirm this potential cause was part of the investigation. Based on the potential cause identified during the investigation, the customer will be made aware of the potential for the biopsy needle to bend during use should excessive force be applied laterally to the needle during the placement, extraction, or removal processes.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
During the procedure, the needle has broken when the doctor was retrieving the sample. A piece of needle has stayed in the iliac crest. A surgeon was questioned and has decided to leave the piece of needle in the patient who has gone back home but his state of health will be closely monitored by the hospital.